Event description:
It was reported that the ilet screen intermittently failed to wake for meal announcements and required connection to the charger to illuminate, consistent with a hardware issue involving the sleep/wake button or display activation; the user also reported wearing the device against the body and received guidance to orient the screen away from skin to reduce pressure on the button. Symptoms included bg fluctuation from 32 to 359 mg/dl and the need to ingest oral glucose to manage glycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included case documentation and regulatory coding for device behavior and user-reported handling. Investigation of this case revealed that the device functioned when connected to power and that pressure on the sleep/wake button while worn could delay screen activation, consistent with an unresponsive or inhibited sleep/wake interface on the ilet. It was concluded, based on previously established findings for similar reports, that user handling and button pressure likely contributed to the screen wake issue.